Event description:
It was reported by the patient that she was being evaluated by a physician and was to undergo a gi capsule enteroscopy because she had been experiencing constant diarrhea, starting in march. The patient reported loosing 15 lbs and being hospitalized due to dehydration because of this issue. It is unknown at this time if these events are related to vns and attempts for additional information have been unsuccessful to date.